Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with blood glucose levels of 30 to 483 mg/dl. The customer did not provide the date and time of the hospitalization. The customer believes that the insulin pump is over delivering insulin. The customer did not troubleshoot and did not send the product back for analysis.